Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that when the threaded part of the introducer was turned to separate the sheath and introducer before use on a patient, the introducer came off from the introducer connection part inside the threaded part. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of separation of the luer connector from the dilator is confirmed and was likely to be manufacturing related. The product returned for evaluation was a 4.5fr microintroducer. The luer connector was received separated from the dilator. No obvious evidence of use residue was observed. An attempt to remove the dilator from the luer connector using a non-complainant microintroducer was unsuccessful. Microscopic inspection of the proximal end of the dilator appeared smooth and it was not broken. The apparent evidence suggested the bond had failed at the connection between the dilator shaft and luer; however, insufficient evidence was observed on the returned sample to confirm the factor(s) which may have contributed to that event. A review of historical complaints found that this was a very rare event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when the threaded part of the introducer was turned to separate the sheath and introducer before use on a patient, the introducer came off from the introducer connection part inside the threaded part. There was no reported patient injury.